Event description:
It was reported that the patient's infusion device did not retain the date and time settings after a power interruption resulting in the patient receiving the programmed basal rates at the incorrect times. The patient experienced elevated blood glucose levels and went to the hospital for assistance. She was monitored and given correction boluses at the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.